Event description:
It was reported that the rectum was fired twice and resected with the device loading the gold cartridge. After that, the circular stapler was used to anastomose by the transanal route. It was found after the anastomosis that some staples attached to the resected ring tissue. The doctor confirmed by leak test after the firing that the leak was occurred from the one points on the near dog ear. Suture ligature was performed for leak. After that, leak test was performed again, and the operation was finished after the no leak was confirmed. About 5days postoperatively; the drainage seemed like fluid of stool. About 10days postoperatively; the doctor was confirmed the stool. The re-operation was performed and he found the hole. The hole was on the near dog ear and it was same point from the first leak points during original operation. The hartmann operation and the permanent colostomy were performed to complete the case. The patient is stable.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.